Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device and two electronic photos have been returned for evaluation and review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a fracture and fluid leak. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) male patient weighed (B)(6).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fracture and fluid leak. This information was received from one source. This malfunction involved a patient with no consequences. The 67 year old male patient weighed 76 kilograms.

Manufacturer narrative:
H10: for the reported event, the lot number was provided and a lot history review was performed. The sample was returned for evaluation and two electronic photos were provided. The investigation is confirmed for break, leak, naturally worn, and deformation due to stress. The definitive root cause could not be established. The device is labeled for single use. H10: g4, h6 (device: 2889) h11: b5, g1, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.